Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470." A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive trichomonas vaginalis patient result was obtained on the bd max¿ vaginal panel. Patient came for second collection and repeat test, and result was trichomonas vaginalis negative. There was no report of patient impact.